Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire is confirmed but exact cause remains unknown. One photo sample and a video sample of a guidewire and introducer needle were returned for investigation. The photo sample showed the guidewire extending slightly past the needle bevel. The video sample showed a user pulling on the proximal end of the guidewire. The guidewire was observed to retract elastically and remain within the needle. This is indicative that the core wire is broken at a location within the needle. Based on the samples provided and description of the reported event, possible contributing factors include retraction of the guidewire against the needle bevel. Since evidence of the guidewire being frayed and stuck in the needle was observed, the complaint is confirmed, cause unknown. The IFU states, ¿caution: do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first.¿ a lot history review (lhr) of recr0732 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tip of the needle was blocked, the guide wire was stuck and the guide wire cannot be fed forwarded and cannot be withdrawn. On (B)(6) 2018 - the video showed a guidewire being tugged while stuck in the needle. The guidewire retracted elastically which indicates that the core wire is broken.